Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. According to information by our field service engineer, the customer will purchase the air gas module and keep the old part with them. The device logs were not provided. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).